Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and was analyzed. The outer insulation exhibited a breached depression, and exhibited a blood ingression. (B)(4).

Event description:
It was reported that during an episode of ventricular fibrillation (vf), the device charged the correct amount of energy; however, the therapy energy delivered was drastically reduced. The lead was explanted and replaced. It was further reported that the superior vena cava (svc) coil lead was explanted due to the previous complaint. The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.